Event description:
It was reported that patient underwent a total hip arthroplasty around 1998-1999. Subsequently, patient was revised on (B)(6) 2014 due to a loose acetabular cup. The acetabular cup was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as biomet product was not revised. The initial report was forwarded in error and should be voided.